Manufacturer narrative:
The following elements have blank data: unique device identifier (UDI): for type of device: set, administration, intravascular.

Event description:
When flushing the device with saline after using huber needle to access patient's port a cath, needle noted to be leaking at the site where plastic tubing meets metal needle.

Event description:
When flushing the device with saline after using huber needle to access patient's port a cath, needle noted to be leaking at the site where plastic tubing meets metal needle.